Manufacturer narrative:
Additional information was provided that the repeat result was generated on a different analyzer. The customer stated the issue was randomly happening across different analyzers and different assays. The field service representative checked the gear pump pressure and made adjustments. He cleaned the sample probe as gel was found, replaced a nozzle, checked the cuvette clean water volume, and performed hardware checks which were acceptable. After the service actions, the issue was resolved. A general reagent problem was ruled out as calibration and qc were acceptable.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low gluc3 glucose hk gen.3 result for one patient sample from a cobas 6000 c501 module. The initial result was 0.13 mmol/l and the repeat result was 5.12 mmol/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 26742401 with an expiration date of 30-nov-2018. Based on the provided information, a general reagent problem could be ruled out as calibration and qc were acceptable.